Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after replacing the competitor device and connecting this right ventricular (rv) lead to a new device there was an out of range high voltage impedance measurements. A lead fracture was confirmed in the high voltage portion thus this lead was surgically abandoned and a new lead was implanted. All values were normal with the new lead. No adverse patient effects were reported.